Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion at site event on (B)(6) 2024.the site of administration was abdomen and the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.